Event description:
It was reported that the patient's ipg was explanted on an unknown date. The reason for the explant is unknown.

Manufacturer narrative:
Date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating the ipg was explanted due to the device becoming inoperable following the patients fall from a horse.